Event description:
As reported, during an angiogram of the right lower extremity, the hub of a flexor ansel guiding sheath separated upon removal of the device. Contralateral access was obtained in the left femoral artery. The anatomy, including the access site and bifurcation, was normal. A cook beacon tip rim catheter and 0.035-inch newton wire guide were used through the sheath during the procedure. Resistance was not encountered during insertion, advancement, or removal of the sheath, nor during insertion or advancement of any device through the sheath. The dilator was not reinserted prior to sheath removal over the wire. The sheath hub was used to pull the device from the patient. After the hub separated, the separated sheath shaft was removed over the wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.